Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) presented maintenance required codes. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this unit and was able to reproduce the reported issue. The fse check the diagnostics logs and found: fault # 77, 69, 55, 16 and #4. After further investigation the fse noticed that the driver regulator was out of range. To fix the issue, the fse recalibrate the drive regulator and performed a complete check of all functions per manufacturer specifications. The unit passed all functional and safety tests per factory specifications and was returned to the customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) presented maintenance required codes. There was no patient harm and no adverse event was reported.